Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel collapsed due to poor insufflation. The procedure was converted to an open technique. No additional patient complications were reported by the hospital.